Manufacturer narrative:
Nothing is being returned for eval, device discarded by user facility. No lot has been identified which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, we believe that this particular event is technique related; the complaint reporter describes the complaint devices as being in a bent condition when they were pressed into use. It is apparent that these instruments, at some point, had some excessive and inappropriate mechanical force applied, causing them to become bent. We attribute the "metal shavings" phenomenon to the condition of the drill bits, the drill bits condition being the root cause of the event, a user issue. At this point in time, no corrective or further action is warranted.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, metal shavings were observed falling into the pt's joint space while using two lupine drill bit. All of the debris was removed from the body and the procedure was concluded successfully without further incident of harm to the pt. Complaint device discarded. Also see associated MDR 1221934-2010-00145.